Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 11/25/2014 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.